Event description:
Drive devilbiss healthcare was notified of an incident involving a bath lift by an end user's mother, who stated that "the bottom part has two small hooks that broke. When she put her in the tub the seat collapsed with her in it." The end user was transported to the hospital by her mother, and x-rays revealed no injuries, only bruising. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Drive devilbiss healthcare was notified of an incident involving a bath lift by an end user's mother, who stated that "the bottom part has two small hooks that broke. When she put her in the tub the seat collapsed with her in it." The end user was transported to the hospital by her mother, and x-rays revealed no injuries, only bruising. Drive made several attempts to retrieve the product but was unable to do so.